Event description:
Related manufacturer report number: 2017865-2023-14202. It was reported that the patient presented for the extraction of the right atrial and right ventricular leads due to conductor fracture. The leads were successfully explanted. The patient was stable.

Event description:
New information received notes that both leads exhibited high pacing impedance.